Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The patient reported that they experienced a fall "about 3 months ago." The patient reported that they were waiting for the bus and "it knocked me to the ground". The patient reported that "it must be because of the device." The patient reported feeling like they "broke their back" and reported needing to go to the emergency room. The patient also reported that starting 2 weeks ago, their neck was pulling to the right again. The patient reported that they thought this meant that the "battery was gone." The patient also reported feeling discomfort due to the pulling in their neck. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.